Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer went to the emergency room (ER) due to blood glucose (bg) level of 520 mg/dl with ketone level identified as dangerous (diabetic ketoacidosis).the customer could not clarify how bg was treated. Reportedly, customer left the ER 3-4 hours later with customer in stable condition. The customer reverted to manual injections and an alternate pump for insulin therapy.